Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error, low battery, and power loss alarms due to j6 connector resistance issue.

Event description:
The customer reported via phone call that insulin pump had power loss. The blood glucose at the time of the incident was 120 mg/dl. The device will be returned for analysis.